Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation (pfa) procedure. During insertion, air bubbles was present in the sheath despite purging. Several purges were performed, but without success. The sheath was replaced. The procedure was completed successfully by using a different device, same model. No patient complication was reported. The device is not expected to return for analysis as disposed.